Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of radiographs received. Review of the available records identified polyethylene wear of the acetabular cup, loosening at the bone cement interface and possible loosening of the tip of the femoral stem. Visual examination of the returned product identified dark debris on the distal end of the stem and proximal end near the neck. Nicks and scratches were noted to the device from use and explant. No other damage was noted. The returned stem was sent to sem analysis. Results of the sem imaging revealed dark spots within the discolored region. The dark spot showed significantly higher carbon, suggesting the spots to be residue of organic/biological material. The foreign elements identified in the discolored region and dark spots are present in various potential contaminants including bone cement (calcium-phosphate based), metal oxides (chromium oxide), biological soft tissue, dried biological fluids (i.e. Blood), and decontamination solutions (i.e. Hospital detergents). However, the source of these elements is inconclusive the device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant year: 2009. Concomitant medical devices: unknown cup, unknown head, unknown liner. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 12 years post implantation due to aseptic loosening. Corrosion was found on the stem explanted stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs received. Review of the available records identified polyethylene wear of the acetabular cup, loosening at the bone cement interface and possible loosening of the tip of the femoral stem. Visual examination of the provided pictures identified multiple spots of black discoloration on the body of the stem. The neck taper does not show any damage. No further evaluation can be made from the provided pictures. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.